Manufacturer narrative:
No sample was received for the preliminary report, and the fault can therefore not be verified at this time. Visual inspection was performed on the retention sample from the same lot. The retention sample passed inspection, showing no signs of failure. Production records was inspected, and no divinations could be found. According to received information patient was not affected by the incident. If device is received for investigation and investigation brings new information a follow-up report will be submitted.

Event description:
The tip of the ascope3 regular broke off in the endotracheal tube (ett) after patient intubation. Anesthesiologist was able to retrieve the broken off piece from the ett.